Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that server was down. A technical support specialist (tss) dialed into the application server and found it was unable to connect to the database instances. Platform evaluation server (pes) was unreachable, and the external messaging service was not running and could not be restarted, event viewer logs indicated the service failed due to a missing file. Further investigation confirmed the application server could not resolve the data base server due to a domain name system (dns) issue. Hospital information technology (hit) resolved the domain name system (dns) problem; however, updates had stopped the messaging service and was identified as continuing to block the service, and the customer was advised to apply the exclusion list. The customer later confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.